Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal unraveled. When they depressed the plunger and pulled back the deployment tube, the tension spring assembly stayed in the tube and the seal completely unraveled. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned without the loading device. The tension spring assembly was inside the deployment tube and the seal was extending out of the tube. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon the received condition of the device, the reported complaint "the seal completely unraveled" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).